Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is currently in hospice care and the implantable cardioverter defibrillator (ICD) had reached end of service (eos) several months prior. The device has triggered an alert for charge circuit timeout and charge circuit inactive and triggerd a power on reset (por). Follow up was conducted and it was verified that the reprogramming completed and the patient now has a do not resuscitate (dnr) order in effect. The device remains implanted. No patient complications have been reported as a result of this event.